Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose level was 40 mg/dl. Customer also experienced the different blood glucose levels such as 50 mg/dl, 69 mg/dl. Customer was offered to the troubleshoot for the low blood glucose. Customer had the blood glucose level at the morning was 48 mg/dl. The insulin pump will be returned for the analysis.